Event description:
A consumer reported blurry distance vision. Add'l info has been requested. There are two medical device reports being submitted for this event, this report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints in the lot. Add'l info was requested on 11/18/2009, 11/19/2009, 12/03/2009 and 12/08/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).